Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There was noise on the lead and the patient received 4 inappropriate shocks. The physician added a new pace/sense lead and capped the pace/sense portion of this lead. The linox is still in use for shock. It is partially capped.